Event description:
Cook medical banding systems were used and ineffective during a case where bleeding was a concern. The products dysfunctionality puts patient safety at risk. 3 separate multiband ligators had to be opened before the md could successfully band and stop the bleeding for the patient.